Event description:
It was reported that during an arthroscopic release and radiofrequency ablation of bilateral gluteal muscle contracture, the contracture zone was obliquely cut, cleaned, and ablation was performed with the super multivac 50 wand. When trying to stop the bleeding, it was found that the metal sheet at the wand head was missing. The c-arm showed no foreign body and no foreign body was found after a careful search. The wound was washed with a large amount of salt water. The procedure was completed with a non-significant surgical delay using the same device. No further complications were reported. After the operation, it was found that the metal sheet was left in the left hip tissue of the patient by dr. The residue was about 1mm*0.1mm, which could not be removed. The patient current status is fine.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the provided undated, unlabeled x-ray photo received on (B)(6) 2023, confirms the presence of a reported foreign body in the patient¿s hip tissue which appears as a radiopaque spot which we cannot confirm its source from the image provided. However, it does not aid in determining the root cause of the reported issue. Based on the limited information provided, the retained portion of the metal sheet is comprised of tungsten, and it is not intended for long term internal exposure. Long-term implantation data is not available. Although we cannot make conclusions on the impact of the non-implantable foreign body, the potential for micro-motion and/or migration, and local irritation/discomfort to the patient cannot be ruled out. According to the report, the procedure was completed with a non-significant surgical delay using the same device. Since, it was reported the patient¿s status is fine, no further clinical/medical assessment is warranted at this time. An analysis of the customer provided image found a detached electrode. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.